Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels. Customer's blood glucose level was as low as 47 mg/dl. Customer was repeating themselves and their wife took the telephone and advised that customer was running low. Customer treated their low blood glucose with an 8 ounce glass of orange juice. Customer's wife advised customer will often over deliver insulin. Customer will wait for the orange juice to take effect and will call back if low blood glucose levels persist.